Event description:
It was reported that patient underwent a hip revision approximately 2 weeks post implantation due to the cup component being unstable. During the surgery, the stem was removed in order to widen the operative field and found to appear gray rather than white and suspected the coating was peeling off. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 574202080 ¿ avenir stem ¿ 3004661; 00625006520 ¿ bone screw - j7161138; 00625006520 ¿ bone screw - j7164199; 00625006520 ¿ bone screw - j7211458; 00625006515 ¿ bone screw - j7086160; 30103605 ¿ g7 vit e liner ¿ 65055858; 00877503603 ¿ biolox ceramic head - 3061317. Report source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed a follow-up MDR will be submitted.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.